Event description:
It was reported that during a distal right coronary artery (drca) stenting procedure, the bmw guide wire was advanced to the distal right posterior artery (drpa). An unspecified balloon was inflated at the bifurcation and 3 xience v stents were placed without issue. The delivery catheters and bmw guide wire were removed. There was no resistance felt; however, upon removal of the bmw guide wire, it was noted that a small fragment of the radiopaque tip was missing. Examination of the patient revealed the small fragment in the posterior lateral branch. On (B)(6) 2011, the patient returned for a left coronary artery (lca) stenting procedure. The patient remains stable and although the small fragment remains in the vessel, the patient has not experienced any adverse sequela. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire separation of this nature can occur, but is not limited to when the core is subjected to tensile or torsional loads beyond its design limits causing the tip to detach. Typically, the fracture site morphology shows the core was exposed to forces consistent with those applied through pulling, torquing and/or manipulation. A guide wire being over pulled or over torqued would require the tip to be trapped. No damage to the guide wire was reported prior to use, which suggests that the damage was likely not pre-existing. The guide wire was not returned which may have aided in the evaluation. Although requested, there was no anatomical information provided. Reportedly, the tip remained in the patients vessel and the patient has not experienced an adverse effect. Overall, a conclusive cause could not be determined for the reported guide wire tip separation and there is no indication of a product quality deficiency.